Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The customer was advised that there are no repair options available for this device and recommended replacement. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and could not power on. There was no report of any patient use associated with the reported issue.